Manufacturer narrative:
As reported, optifix straight fixation device failed to fixate the mesh and deployed broken fastener. Evaluation of the sample finds for bent guide wire. The reported deployment issues are a known result of bent guide wire. The guidewire was found to be bent from applied forces when in use. No manufacturing anomies were found. A review of manufacturing records was performed, and shows the device was manufactured to the specifications. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during an incisional hernia repair, the optifix straight fixation device failed to deploy fasteners correctly. It was reported that several fasteners came out and some fasteners didn't deploy completely into the tissue causing surgeon to have to pull them out and tack again. The surgeon retrieved all broken pieces prior to closing patient's incisions. It was also reported that the surgeon used another optifix fixation device to complete the procedure. There was no reported patient injury.